Event description:
Pt had low battery alarm sound on infusion pump, and scheduled pump replacement for following month. Prior to the event, pt was experiencing increased pain and spasms, and was told to supplement with oral baclofen until the replacement. Pt presented in emergency room 2 days later with increased spasms, pain , and seizures. Pt was admitted to intensive care unit for stabilization, as health care provider was unsure of the quantity of oral baclofen the pt took prior to admission. Replacement pump was implanted, and pt has returned to prevent level of therapy.